Event description:
Information received indicates the bed has no power and is stuck in the low position.

Manufacturer narrative:
The technician found the weigh frame junction circuit board was damaged. He replaced the circuit board to repair the bed.